Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object clogged in the air/water channel and air/water cylinder, but the foreign object could not be identified. There was no physical damage to foreign object detection point and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found inside the air/water tube and air/water cylinder, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; the objective lens was shaved; the light guide lens and the adhesive on the bending section cover had cracks; and the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The demo colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material was found inside the air/water tube and the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.